Event description:
A dreamstation expert device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at the third-party service center, the service technician observed visible foam deterioration particles inside the blower kit. Additionally, the service technician reported evidence of dust-related contamination. Evaluation of the device data identified no unrelated error codes. Following completion of the evaluation, the device was scrapped by the service center. No additional information is available.